Event description:
It was reported that cortoss leaked into canal and lateral to verebra during thoracic spine vertebroplasty involving multiple levels. Post-op embolization of cortoss cement into pulmonary arteries occurred requiring ICU admission and pulmonary radiology follow up.

Manufacturer narrative:
A comprehensive device history review was performed and there were no manufacturing anomalies identified that would have indicated a product quality issue contributing to this event. In addition to this review three attempts were made to contact the initial reporter; two attempts by email on (B)(4) 2014. The third attempt was made by phone on (B)(4), 2014. A letter was sent via fedex and received on (B)(4) 2014, notifying facility that event will be closed due to lack of information. Without more case specific details and medical records an evaluation cannot be performed regarding this event. Product not returned.